Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed following screw placement. It was noted that the l2 screw on the right side was revised due to the observation with a probe. It was noted that the probe was displayed between l2 and l3 when the surgeon made contact with the l2 vertebrae. During screw revision, the 3d image acquisition from the beginning was used. The screw head was aligned to the screw axis, reducing the imprecision. Once realigned, accuracy was observed when the screw was removed. It was noted that the site found the issue to be related to a pre-placement image acquisition being used for accuracy checks following screw placement. The imprecision was noted to be 10 millimeters. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Disregard concomitant product in initial MDR submission. Product listed is not manufactured by medtronic. A software analysis was initiated. The software analysis concluded that the software functioned as designed following review of the reported issue.